Event description:
It was reported that the pt underwent a suction-assisted lypectomy of the trunk and thighs with abdominoplasty on (B) (6) 2003. During the surgery, the surgeon performed placation of the rectus muscles in the mid-line using sutures. On 05/01/2003, the pt was treated for a "festering suture" in the mid-line, which was removed under local anesthetic and cauterized to control bleeding. On (B) (6) 2003, the incision was found to be reopened and a lot of soft "almost necrotic" tissue was debrided and cauterized. On (B) (6) 2003, the pt underwent a re-excision of the abdominal area and the surgeon pulled out a full suture from the umbilicus down and the pt was placed on cipro. The pt underwent surgery on (B) (6) 2003 for a lipodystrophy of the back and removal of suture granulomas in her abdomen. Another "suture knot" was removed on (B) (6) 2004. On (B) (6) 2005, the pt underwent a bilateral reduction mammoplasty with suction-assisted lypectomy of the trunk. During that surgery, the surgeon removed the previous abdominoplasty incision due to the scarring caused by repeated excisions of sutures. Two small wall masses were removed from the pt's abdomen on (B) (6) 2008 and (B) (6) 2008. No add'l info was provided at this time.

Manufacturer narrative:
(B) (4).(B) (4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.